Manufacturer narrative:
Block e1: initial reporter's address: (B)(6). Block h6: problem code 3009 captures the reportable event of stent positioning issue. Block h10: a wallflex biliary fully covered rmv stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent fully deployed and expanded. The stent was measured and was found to be within specifications. No other issues with the stent were noted. The investigation concluded that the reported event was likely due to anatomical or procedural factors such as characteristics of the lesion, handling of the device, the technique used by the user, and normal procedural difficulties encountered during the procedure, which may have limited the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was to be used to treat an approximately 3 cm malignant pancreatic mass in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the duodenum was tortuous creating a difficult scope position. The patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was successfully deployed; however, during the removal of the scope, the stent was dislodged. The stent was removed with a rat tooth forceps and another wallflex biliary stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was to be used to treat an approximately 3 cm malignant pancreatic mass in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the duodenum was tortuous creating a difficult scope position. The patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was successfully deployed; however, during the removal of the scope, the stent was dislodged. The stent was removed with a rat tooth forceps and another wallflex biliary stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.